Manufacturer narrative:
Internal file number (B)(6). Evaluation summary: the device was returned for analysis. The reported break and physical property issue were able to be confirmed. The reported difficult to insert was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a non-tortuous, non-calcified circumflex artery. A 014 hi-torque versaturn guide wire crossed the lesion, but attempts to load a balloon catheter onto the guide wire were unsuccessful for an unspecified reason. Once removed, it was noted that 24cm distal from the tip of the wire the surface did not look smooth. The core looked intact and the wire was in one piece, but it seemed that the coils had unraveled as they would move back and forth from the core. Another versaturn guide wire was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.